Manufacturer narrative:
The pump was received with intermittent express bolus, esc, act, up and down arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings and button error from the insulin pump. The customer's current blood glucose reading was 122 mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer had symptoms such as thirstiness and headache. The customer stated that the buttons on the pump are too hard to press and they do not respond. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.